Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital for low flow alarms, and staff recorded several low flows throughout the night. Log files were submitted for review, and the event log file captured a few low pump current flags that did not last long enough to generate an alarm.

Manufacturer narrative:
Section h6: health effect - clinical code, health effect - impact code, and medical device problem code corrected manufacturer's investigation conclusion: no device related issues associated with heartmate 3 left ventricular assist system (lvas), serial number (B)(6) were reported or identified through this evaluation. Review of the submitted log files captured the device operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) with no further issues reported at this time. The heartmate 3 lvas IFU is currently available. No device-related issues were reported; however, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Further review of the log files revealed that there were no momentary low pump current flags captured.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The cause of the low pump current flags was thought to be a dehydration and hypertension, like the low flows.